Manufacturer narrative:
Plant investigation: there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame resulting in 9 lots. The video received shows an incorrect practice of the use of the product. The ifus were reviewed and describe the correct use of the product. The reported incident on the video was caused by the end user and consequently companion samples will not be returned from the distribution center to be analyzed. Since the complaint sample is not available for evaluation, the reported event could not be confirmed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported by email that the pin on the liberty cycler set comes out easily and could be a source of contamination. Upon follow up, the pdrn stated that the blue piece on the connector that is pushed in to engage the pin on the cassette got caught on the patient¿s bed and fluid started leaking from the connector. The pdrn also stated that the video provided was a demonstration of how easily they come out and there was no patient involvement with that cassette. The pdrn stated that per the clinic¿s procedure, the patient was prescribed prophylactic antibiotics, ancez and fortaz (1 gram each, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but the patient did not complete treatment. The pdrn confirmed that the patient is continuing with peritoneal dialysis on the same cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation. The lot number of the cassette was unknown.